Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power and there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the black box indicated multiple call service 052/054/012 alarms had occurred. There was evidence of moisture corrosion visible behind the display lens. Investigation revealed that the battery compartment was cracked in two places. Leak testing revealed leaks at the battery compartment cracks. The returned battery cap was able to secure to the pump and maintained electrical connection. During testing, the pump powered on to a blank display with functional auditory and vibratory features. The presence of functional auditory and vibratory features indicates that there was power to the pump. Additional testing could not be completed due to the blank display. The complaint of no power could not be duplicated on investigation. The pump casing was removed and there was evidence of moisture corrosion found throughout the inside of the pump. Unrelated to the original complaint, investigation revealed cracks in the pump casing near the upper and lower right corners of the display lens. Leak testing revealed leaks at the pump casing cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).